Event description:
During an on-site visit, the pump's batteries were found to be depleted. The hosp rep stated that there have not been any pt incidents with this pump since the last service event. No additional info is available.